Manufacturer narrative:
The technician found the roll pin sticking out past the latch preventing the latch from fully closing. The technician installed the roll pin back into the proper position to repair the bed.

Event description:
Info rec'd indicates the siderail is not latching.